Manufacturer narrative:
Correction: g3 - date MFR received. The date received by manufacturer that was provided in the initial report was incorrect. The correct date received by manufacturer is 2024-02-05. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: unknown egia su, unknown endo gia sulu (lot#unknown) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after surgery, during cleaning of the room, where all equipment was collected and taken for sterilization, after examining the adapter and the reload, the reload was stuck in the adapter. It was noted that the user did not know how to dismantle the reload from the adapter. The adapter was closed and articulated, and having forced the adapter to be removed, it ended up being damaged.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted there was a piece of a reload's adapter stuck in the distal end of the adapter. Deformation was noted to the joint between the adapter body and the proximal cap. Damage was observed to the tip of the firing rod. Functionally, the proximal cap of the reload could not be rotated. The unload switch could only be partially depressed. The adapter was connected to the gen2 adapter black box running gen2 acc software. The adapter had 41 of 50 procedures remaining. There were calibration turns, universal asynchronous receiver-transmitter (uart) communications, and articulation calibration errors in the data saved to the system. The reload could not be removed from the handle by pressing the reload unload button back toward the power handle then twisting and removing the reload from the adapter. The body of the adapter was removed and the articulation mechanism was observed to be out of position. The out of position articulation mechanism was deforming an internal component, causing the deformation to the joint between the adapter body and the proximal cap. The articulation mechanism was centered with a manual retract tool. The deformation to the joint between the adapter body and the proximal cap was no longer present. The blue unload switch could now be fully depressed. The reload could still not be removed. The adapter was partially taken apart to allow the reload to be removed. The firing rod was noted to be out of home position. No deformation was observed on the edges of the j-hook or on the sulu (single use loading unit) load link where the j-hook comes in contact with the sulu load link. The adapter was reconnected to the gen2 adapter black box running gen2 acc software. The main screen indicated the strain gauge was still functional and in the appropriate range. The adapter was connected to a representative handle running v29.5 software and the device calibrated correctly. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be rotated and articulated in all directions without hangups or sluggishness. The unit was able to be fired without any issues. After firing, the unit was reconnected to the gen2 acc software and no new errors appeared. It was reported that the reload was stuck in the adapter and the reload ended up being damaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: of damaged firing rod, firing rod not in home position, and articulation mechanism not in home position. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted there was a piece of a reload's adapter stuck in the distal end of the adapter. Damage was noted to the joint between the adapter body and the proximal cap. Damage was observed to the tip of the firing rod. Functionally, the unload switch could only be partially depressed. The reload could not be removed from the handle by pressing the reload unload button back toward the power handle then twisting and removing the reload from the adapter. The body of the adapter was removed and the articulation mechanism was observed to be out of position. The firing rod was noted to be out of home position. It was reported that the reload was stuck in the adapter and the reload ended up being damaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: of calibration turns error, uart communications errors, and articulation calibration errors. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.